Event description:
The customer returned the product for the inability to inject the drug, and during physical inspection it was found that the section of tube with residual was cut off and errant solvent was observed at the bond causing an occlusion. After investigation the results indicated a reportable malfunction due to the errant solvent observed at the bond that was causing an occlusion. There was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. The device was received with no damage or anomalies observed. In an attempts to replicate clinical use, a syringe with black dye was used to push fluid into the set. It was observed that fluid did not make it into the tube. Upon further inspection residual was observed within the tube leading to the luer. The section of tube with residual was cut off and again pushing black fluid was attempted. The fluid was observed not to make it past the incoming tube and bag tube junction. In order to better visualize the occlusion, the incoming tube and bag tube junction where the occlusion was isolated was cut out to better visualize the occlusion. Errant solvent was observed at the bond. The unknown residuals were observed in the fluid path causing an occlusion. The cause of the customer reported issue was an errant solvent application error during manufacturing. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.